Event description:
X ray in recovery after the procedure prior to discharge showed that lead had moved back into the body of the coronary sinus. Patient was taken back into surgery where the doctor used a different target vessel, which a different shaped lead was more appropriate for, so the original lead was explanted and discarded.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.